Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line was confirmed via device analysis. The reported difficult positioning in anatomy associated with gripper interacting with the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported gripper interacting with the leaflets was due to procedural circumstances. The reported broken gripper line was likely related to the gripper interacting with the leaflets as no issues were noted before this. The reported single gripper actuation issue was a cascading event for the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr) and preexisting chordal rupture for a mitraclip procedure. During the preparation of mitraclip ntw, the clip functioned as intended. During the procedure, gripper orientation was performed and was successful. Interaction of the leaflets with the grippers was observed. Reversing the maneuvers freed the grippers from the leaflets. One gripper was unable to lower during the simultaneous actuation. It was confirmed in echocardiography and fluoroscopy that the tactile marker gripper was not lowering down and unable to raise adequately after 4 attempts of grasping and cycling the grippers. Troubleshooting was performed and was unsuccessful. The clip was removed from anatomy and was tested again, and it was observed that gripper line was ruptured. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.